Manufacturer narrative:
The device was returned and evaluated. Examination found the lens in 5 pieces with the optic cut in half. Functional testing could not be performed due to the damaged condition of the returned lens. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that approximately five months after implantation of an intraocular lens (iol) into the patients left eye (os), the iol was exchanged with a different model lens due to the patient experiencing visual dysphotopsias in low light conditions. The post exchange outcome for this patient is reported as good. Additional information was requested but not received.

Manufacturer narrative:
Additional information: g3, h2, h6, h11 a review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.